Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from the patient stating that he just needed to sync the controller with the implantable ne urostimulator (ins) and it lasted for 3 months. Patient also mentioned that the issue is resolved and necessary to have controller and battery pack replaced (B)(6) 2025) and its working fine right now.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that when they plug recharger (rtm) into controller the screen goes blank, and says it started happening "around november 1st". Pt says that the screen will then come on when they plug in ac power cord. Rtm cord looks intact. Controller port looks intact. Controller battery compartment is intact. The issue was not resolved. An email was sent to the repair department to replace the device. Pt called stating he cannot pair and or use controller as doesn't recognize plugged into the rtm. Agent had pt reset and still did not recognize the rtm and stated that controller batter low when the controller was 100%. Agent sent request to repair for rtm. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they received the rtm and controller but the controller is not connecting to the implantable neurostimulator (ins) without the rtm plug into the controller. Agent asked patient to connect with controller and getting no device found message. Agent asked patient to connect with rtm and controller showed ins 60% and controller 100% charged. Agent reviewed controller and ins telemetry function and recommend patient consult with hcp for next step. Agent reviewed reps role.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and reports the issue is still happening. Asked if they think the issue was fixed and then the problem started more recently but they said no, and that after getting new rtm and controller the issue wasn't fixed. Issue is that the new controller wouldn't turn on "unless I played with the cords, so I tried to pull the battery pack out and it kind of separated, so I have to put some kleenex on the battery pack to hold it closer and then it will work sometimes". They took bp out during the call and it is now in 2 pieces and the battery compartment has prongs that are bent. Requests were sent to repair dept to replace batterypack and controller.